Event description:
Related manufacturer reference number: 2017865-2022-03892, 2017865-2022-03893. It was reported that the patient presented with infection. The system was explanted, and the right ventricular lead was replaced. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-03892, 2017865-2022-03893. It was reported that the patient presented with infection. The system was explanted, and the right ventricular lead was replaced. The patient was stable.

Manufacturer narrative:
Previously reported h6 (investigation conclusions) should have been "4310 cause cannot be traced to device" instead of "67. No problem detected"

Event description:
New information indicates that the infection was not due to an abbott product or procedure. There was no apparent adverse event and no apparent malfunction.

Manufacturer narrative:
The reported event was infection. Analysis found no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.